Manufacturer narrative:
Postal code - (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The reported events capsular contracture and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, capsular contracture baker grade IV and lymphadenopathy.

Event description:
Healthcare professional a right side capsular contracture baker grade IV, "mention deep folds and minimal peri-implant fluid within normal limits" "adenomegaly ganglionic formations are identified." The device still remains implanted.